Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to extrusion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent debridement of muscle and fascia, abdomen and wound vac change on (B)(6) 2012 due to enterocutaneous fistula. It was reported that patient underwent reopening of recent laparotomy with wound vac change on (B)(6) 2012 due to ventral incisional hernia and entero-atmospheric fistula. It was reported that patient underwent repair of ventral incisional hernia with vicryl mesh and open jejunostomy tube placement on (B)(6) 2012 due to ventral incisional hernia and enteroatmospheric fistula. It was reported that patient underwent wound vac change on (B)(6) 2012 due to open abdominal wound and entero-atmospheric fistula. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent a cystoscopy, urethrotomy with dilation, retrogrades and hydrodilation of bladder on (B)(6) 2011, due to bladder pain, frequency/urgency and urethral stricture. It was reported that the patient underwent a transvaginal urethropexy and urethrolysis on (B)(6) 2005, due to bladder outlet obstruction. No additional information was provided.